Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. Additionally, the ca board was thermally damaged. The root cause for the open fuse could not be positively identified. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and reported that the monitor would not power on.